Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-01025. The pt received her scs system including an ipg and surgical lead on (B)(6) 2009. It was reported that the pt had been reprogrammed numerous times since her implant. Each programming session resulted in good stimulation coverage; however, within a week of each appointment, the pt reported the stimulation as no longer effective. Diagnostic impedance readings and x-ray results showed no anomalies. The physician decided to explant the pt's system on (B)(6) 2010 due to ineffective pain relief. The explanted product will not be returned to the manufacturer for analysis. No further info is available.